Event description:
It was reported that the lead exhibited intermittent capture and sensing. Cross talk and far r waves were present. A chest x-ray revealed microdislodgement. The lead was successfully repositioned.